Event description:
The plaintiff attorney alleged that the decedent experienced cardiovascular disease and expired at the same date, which is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one event for the same patient involving two separate products.